Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a highest blood glucose of 256 mg/dl and levels remaining above target through the night, and the cause was unclear. Symptoms included high glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education. Investigation of this case revealed no definitive device-related cause. It was concluded that the event involved hyperglycemia with an undetermined cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.